Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. According to a report received on may 9, 2025, via email from a united states department of veterans affairs (va) healthcare provider (hcp), the patient experienced a hypoglycemic event in (B)(6) 2024. During this event, the patient¿s blood glucose level dropped to 40 mg/dl. It was noted that the patient did not respond to the dexcom alarm from an unspecified display device and subsequently required emergency medical assistance, including ambulance transport to the hospital. No additional details regarding the incident were provided in the report. Multiple attempts to follow up with the reporter for further information were unsuccessful. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.